Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device broke off. Update 18-may-2021: the guide rod broke off when entering the subacrominal space. The breakage point was outside the patient. Nothing needed to be removed from the patient. Nobody was harmed. A shoulder arthroscopy was performed, it was finished successfully. The technique was not changed and a second surgery was not necessary.